Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown after experiencing quick battery depletion. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate source of insulin therapy.